Event description:
Sales rep received a phone call from (B) (6) hospital in (B) (6), (B) (6) 2010 am, stating that the patient that was treated with rfa yesterday, (B) (6), ended up in ICU due to the patient developing a hematoma after the procedure. Per (B) (6) embolization after the procedure to try to stop bleeding, and then sent to surgery. Informed (B) (6) 2010 that the patient had passed away (B) (6) 2010 in the evening.